Event description:
It was reported that a patient presented for clinic follow up, the right ventricle (rv) lead exhibited inadequate capture and r-wave amplitude variation due to micro-dislodgement. The rv lead was explanted and replaced. The patient had no consequences.